Event description:
It was reported that the patient has had pain associated with the implant since her initial surgery and continuing to the present. After implantation, the hip was 3/4 inches too long. The patient reports there was also some lateral numbness and hypersensitivity of the hip extending down the knee. She lost range of motion during this time. She had secondary surgery to shorten the leg in (B)(6) 2011.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.